Event description:
It was reported that the device showed energy fault while discharging defibrillation energy into paddle wells or defibrillator analyzer. There was no report of patient involvement with incident.

Manufacturer narrative:
(B) (4): physio-control provided customer technical assistance and advised that the fault message received during discharge indicated open connection. Follow up with caller found that customer is continuing to investigate the issue to determine root cause and repair device.